Event description:
As reported on (B)(6) 2013, a pt of unk age and gender presented a check and replacement of a drainage catheter that had been placed three weeks prior. During withdrawal of the catheter from the pt for exchange, the previously placed catheter fractured into several pieces inside of the pt. All fractured pieces were successfully retrieved. It was reported that no alcohol had been used on the device. It was reported the pt suffered no harm or injury due to this event. It was reported the disposable device is available for return to the manufacturer for eval.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device eval. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The results of the device eval will be sent via a follow up medwatch. Complaint # (B)(4).